Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with severe hypoglycemia. The customer states the doctor lowered their basal rates and then completely turned them off. The customer states they have reverted back to bolus injections per their doctors orders. The customer states they will be meeting with their doctor soon and determining if they will be going back on the pump. No further information or assistance provided.